Event description:
A customer reported receiving an error message on his freestyle freedom blood glucose meter, and because of that issue he could not perform his blood glucose test. He also reported experiencing the following symptoms: impaired vision, shortness of breath and loss of consciousness. The paramedics were called, but there was no medical diagnosis or treatment for severe hypo- or hyperglycemia. The customer reported drinking orange juice to counteract the symptoms. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer returned his meter with the serial number. The complaint was not confirmed and no new issues were observed. All results were within the range specification, and no errors were observed during control solution testing. The error message (error 1) indicates a very low reading which is consistent with the hypoglycemic event the customer experienced.